Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. (B)(4). Concomitant medical products: item number: 11-300920, item name: arcos 20x190mm spl tpr dist, lot #: 051500. Item number: 650-1066, item name: cer opt type 1 tpr sleve 0mm, lot #: 561480. Item number: 11-301310, item name: arcos con sz a hi 50mm, lot #: 293120. Item number: 650-1057, item name: cer bioloxd option hd 36mm, lot #: 667690. Item number: 00-8757-056-02, item name: continuum multi-hole shell, 56 kk, lot #: 63236736. Item number: 00-6250-065-25, item name: bone screw 6.5x25 selftap, lot #: 63213996. Item number: 00-6250-065-25, item name: bone screw 6.5x25 selftap, lot #: 63124645. Item number: 00-8755-012-36, item name: continuum longevity oblique liner, kk 36 x 56, lot #: 63245567. Item number: 00-2232-002-05, item name: integral long gtr w/4 cables, 23 x 121mm, lot #: 56594802. Multiple MDR reports were filed for this event,;please see associated reports: 0001825034-2018-11028, 0001825034-2018-10973. Reported event was confirmed by review of x-rays. X-rays revealed a superior dislocation of the femoral head; acetabular cup remained in place. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised due to dislocation and heterotrophic ossification. Attempts have been made and no additional information is available.